Event description:
It was reported that that during implant, two seperate leads were damaged while going through the sheath. Neither lead was used, and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted that the distal electrode was covered with blood. The helix was bent, and visually there appeared to be damage from implant. (B)(4).